Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented for a post-implant follow-up. Upon review, the right atrial lead exhibited loss of capture and lead dislodgement was suspected. During an attempted lead repositioning procedure, it was noted the helix would not extend. The patient's vein was noted to be occluded upon lead explant. A replacement lead was not implanted. The patient was stable post procedure.